Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported to the clinic for a follow up. During threshold testing, the right ventricular (rv) lead exhibited post-paced t-wave over-sensing. The patient was asymptomatic. Programming changes were made and the patient was stable throughout.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator was again over-sensing post-paced t-waves. The patient was asymptomatic. The physician performed programming changes and the patient was stable throughout.